Event description:
A caller reported an issue identified as cgm error 42 concerning a g7 sensor. There was no adverse impact to the customer's blood glucose level. Customer technical support provided the necessary information for a complete pump reset, and the caller planned to reset the pump at their convenience, with a follow-up if the problem continued.